Event description:
It was reported that a flogard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review and a functional test were performed. The alarm log review and functional test identified the f-38 alarm. This alarm was caused by damaged force sensing resistors (fsrs). The fsrs were replaced to fix the reported condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.